Event description:
Cardiologist reports that pt was recently noted to have a possible malfunctioning permanent pacemaker. A holter monitoring was done which showed a problem with sensing of the pacemaker.